Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) "popped" when closing an antegrade stick. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was being used in a diagnostic peripheral angiogram. The event occurred during use in the patient. The balloon lost pressure upon pulling the mynx control back prior to pressing button #1. All mynx devices at this facility are stored appropriately. Additional event details were requested; however, not provided. The device is not available for return. The reported events of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, access site vessel characteristics (although not reported) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) "popped" when closing an antegrade stick. There was no reported patient injury. The device is expected to be returned for analysis.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.